Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: posterior lumbar interbody fusion surgery, an anterior lumbar interbody fusion surgery, and a posterior lumbar interbody fusion and posterolateral fusion surgery levels implanted: l5-s1 it was reported that on (b)(64) 2007, the patient underwent spine fusion surgery from vertebrae l5-s1 wherein rhbmp-2/acs was implanted with posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of increasingly severe low back and left leg pain. Severe pain and symptoms led the patient to undergo revision surgery on (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient presented with following pre-op diagnosis: discogenic pain and annular tear at l5-s1. Patient underwent following procedures: l5-s1 posterior lumbar interbody fusion; l5-s1 insertion of concord cage; preparation of rhbmp-2; microscopic dissection; pedicle screw insertion with viper pedicle screw; fluoroscopic guidance for placement of instrumentation. As per operative notes,¿ cotton soaked rhbmp-2 sponges were placed about the disc space along with some bone. The concord cage was then impacted into position and the position was confined fluoroscopically to pass the midline and be contained within the disc space entirely.¿ no intra-operative complications were reported.